Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms occurred (alarm 20 and 30). In addition, it was reported that the pump date and time were incorrect, cause was unknown. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 164 mg/dl.